Event description:
According to the reporter, intermittently, when unplugged, device does not stay powered on. There were no pts associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and could not replicate or confirm the reported problem. Proper operation was observed through functional and performance testing. The device was returned to the customer for use.